Event description:
The consumer reported that the stimulator stopped working. It was reported that the patient was seeing the end of service (eos) code on the patient programmer. Reviewed with the patient the meaning of eos and the implantable neurostimulator (ins) was no longer able to deliver output. It was recommended to follow up with the healthcare professional. The patient reported that it appeared to not have lasted that long, only 2 years. There was a report that a clinician programmer interrogation occurred and an out of regulation (oor) was noted. A longevity estimate was requested and the ins was early depletion with a suspected short circuit. With the settings of the ins, a minimum of 4 years of longevity was estimated. A revision to replace the ins was scheduled for the next day. It was reported that they would discuss with the healthcare professional (hcp) for the next steps. Relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that the hcp did not find any abnormalities but the implantable neurostimulator (ins) was indeed at the end of its life. It was also confirmed that the ins depleted in an unusually short period of time and there were no impedance problems. An ins replacement surgery was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.